Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from nicu that the rate of infusion was changed when the infusion started and the entire lipid infusion was delivered to the patient over a short period of time.